Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, there was a leakage and fissure at the blue connector of the catheter. It was stated that a tego was utilized and the adapter was tightened by hand. The old connector was removed and a new kit's connector was used. Octenisept was used as a cleaning agent to clean the adapter and the cleaning agent was allowed to dry thoroughly prior to applying ointments to the area. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, there were leakage and fissure at the blue connector of the palindrome.